Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low reservoir. Customer's blood glucose at time of incident was unknown. Customer stated that pump is not alerting her when the reservoir is low or empty. Customer was advised that the pump may or may not alert her of a no delivery and she should be mindful of the low reservoir.